Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the device had a chargetime of 21 seconds and that the 21 second chargetime indicated a failure of the charging circuit. It was also reported that device is being replaced due to eol (end of life). No patient complications have been reported as a result of this event.